Manufacturer narrative:
Investigation summary the product was not returned; however, a picture was provided by the customer for analysis. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The picture showed the waveguides had fractured. The customer reported that the device component disengaged. The reported condition was confirmed. The picture sample was examined and the investigation personnel concluded that the titanium waveguide was in use when it fractured. Dissector tips that come in contact with a metal objects (hemostats, clips, staples, retractors, etc.) During activation will be damaged. These contacts will cause the waveguides to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU (information for used) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. A corrective action has been implemen ted to mitigate this issue. Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the active tip of the device broke. No patient injury.